Event description:
Caller reported damage to the pump housing specifically at the usb port and pins, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. A replacement pump with updated software was sent to the customer, who will use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. Tandem technical support provided instructions for receiving and returning the pumps, which the caller understood and acknowledged.